Manufacturer narrative:
510k: this report is for two unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a metatarsophalangeal (mtp) fusion plate and tarsometatarsal (tmt) fusion plate were found to have breakages. It is unknown if there was patient or procedure involvement. This report is for two (2) plates: foot. This is report 1 of 1 for (B)(4).